Event description:
Sheath was returned in a sealed tyvek pouch with label. Examination of device reveals that the sheath met bsc standards. Used a 30 scale to confirm "od" and a 26 french dilator to verify ID. Visual exam showed a kink in the center of sheath. The amplatz type renal sheath was used. No other complaints have been reported against this lot number. The exact cause could not be determined. The appearance of the damage suggests the sheath met with resistance beyond their strength during insertion and manipulation.